Manufacturer narrative:
A ge service representative performed an onsite investigation. The on/off push button switch was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the on/off button was worn and would not remain in the on position consistently. The system would shut off without command and unexpectedly. There is no report of pt injury.